Event description:
Eval revealed a misaligned display screen and partially dislodged forced sensor pins. Review of pump history indicated loss of cartridge detection that could not be duplicated in testing.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a misaligned display screen and partially dislodged force sensor pins.